Event description:
Pentax medical was made aware of a complaint which occurred in the united states within the pai region stating "no video/error msg, scope not connected" involving pentax medical video gastroscope model eg29-i10, serial number (B)(4). The event was reported to occur in the operating room before use. There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 15-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to confirm the customer complaint but did documented the following inspection findings: air/ water socket o-ring chipped, passed dry leak test, passed wet leak test, insertion tube mild crush at stage 3, insertion tube mild crush at stage 1. The endoscope is had its o-rings and seals replaced and was approved by final qc on 21-oct-2021 and was delivered to the customer under delivery order (B)(4). Model eg29-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.